Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the cgm reading was 380 mg/dl so the patient self-treated to decrease the glucose values and reported maybe over-treated, the patient lost consciousness. The patient´s grandson found him and treated the patient with gvoke hypopen (glucagon injection) and called paramedics. The paramedics arrived at 11:30 am and took a blood glucose reading and it was ¿very low¿ (no specific values reported). The paramedics treated the patient with IV fluids and the patient recovered after the treatment. His blood glucose increased to 99 mg/dl before the paramedics left at 1:00 am. At an unspecified time of the event the cgm reading was 120 mg/dl and the bg was 58 mg/dl. At the time of the report the patient was fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.